Event description:
Pt has respiratory problems for example, copd, asbestosis emphysema. Pt started using the oxygen concentrator especially at night. From that day onwards they found it difficult to sleep peacefully. They tossed about in bed, listless and had erratic breathing.t hey stopped using it two days ago and sleep better. The equipment smells like glue.